Event description:
Arjo was informed about an event involving the enterprise 5000x bed. The customer reported that the bed would not stop moving. No injury was sustained.

Manufacturer narrative:
During the inspection, an arjo technician found that the handset clip, which allows the handset to be stored on the side rail, was missing, and that the handset had become stuck under the mattress, causing unintended bed movement as the buttons were being pressed. The handset was released, and no device issues occurred afterward. A new handset clip was fitted. The bed was tested and is functioning as intended. The instruction for use for enterprise 5000x (IFU 746-577-en) includes the following information related to the investigated scenario: "store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls." To sum up, the device was used for a patient treatment when the event occurred. The handset clip was missing, therefore the bed did not meet its performance specifications. The missing clip did not contribute to the unintended bed movement. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported. The device is distributed outside the us and no gudid information exists.